Event description:
It was reported by service report that there was a wheel breaking away from the head section and loose rivets on the 02 bottle holder. The customer could not determine whether there was pt involvement, however no adverse consequence are reported.

Manufacturer narrative:
Results: load wheel casting.